Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not available; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On the sixth day after the tubing placement, the patient developed abdominal distension without pain and a peristomal leak with a dislocation of an external bumper 1cm above the abdominal wall. A gastroscopy confirmed normal bumper and gastric tube position. A thoracic-abdominal xray revealed free air was present. C-reactive protein (crp) was 247.2mg/l and procalcitonin was 0.18 ug/l and no other signs of sepsis. The external bumper was replaced and fixated it with wound dressings. The patient was treated with human albumin and unspecified antimicrobial therapy. On day 10 after tubing placement, a second dislodgement of the external fixation plate was observed. An abdominal xray and CT scan revealed a tension pneumoperitoneum in progression with ascites and anasarca. The gastric tube was dislocated but in the stomach. Laboratory values indicated increase in inflammatory values: increased wbc count of 13.7 with neutrophilia, platelet count of 537, and crp of 334.2 percutaneous air drainage was performed drainage was performed with insertion of a redon drain into right hypochondriac region and a gush of free air and ascites leaked out of the abdominal wall. Despite intervention and repeated replacement of an external bumper to its correct position, free air repeatedly aspirated into the peritoneal cavity, which confirmed the acoustic sensation of air aspiration beside the peg tube and peritoneal drainage was not sufficient. The peg and j tubes were removed on the 14th day of placement and antimicrobial therapy continued. Five days later, the redon tube was removed. Nine days after removing the peg and j tube, the patient fully recovered.